Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Summary of investigational findings: the investigation is based on the limited information provided and an image review. When reporting that a filter tilted to one side, a partner "has had the same." It was reported that the three images provided all related to the filter reported with (B)(4), but the image review found two separate filters. The first jpeg file contains 2 images, screenshots from a non-contrast enhanced CT scan of the abdomen in the coronal and axial planes. This demonstrates an ivc filter, reported to be a cook ivc filter although this cannot be confirmed on the images. Relative to the center line of the ivc, there is approximately 8° of rightward tilt present. There is no discussion of how this filter was deployed, via either a jugular route or a femoral to help elucidate potential underlying causes of an insignificant filter tilt. At the current degree of tilt, there is no proposed reduction in efficacy of the ivc filter. The hook of the ivc filter approaches the wall of the ivc on the axial image, which could result in difficulties for future retrieval and/or if it does engage with the wall of the ivc contribute to potential development of penetration of either the filter hook and/or the filter feet over time. On these images, there is no evidence of penetration. With the information provided, the leading cause of the filter tilt cannot be determined. However, the complaint will be reopened for investigation in case additional information will be provided. The second jpeg image is a screening chest from an inferior venacavogram with a sheath positioned just cranial to a celect platinum filter in infrarenal location. There is a slight anatomic variation with a dextroconvex bend to the ivc with the apex of the perceived bend at the level of the hook of the ivc filter. This complaint is logged with pr261801. There are adequate controls in place to ensure that this type of device is manufactured to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) device name unknown but referred to as cook filter. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: "I have had another filter placed tilted to one side ((B)(4)). My partner has had the same ((B)(4))". Patient outcome: unknown.